Event description:
The following has been reported: biomed reported: "cassette contains air error even after change of cassette" no patient harm or infusion stoppage reported. A preliminary review identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to sensor hardware failure (downstream air sensor). Upon return, the device started without error. Log files indicate sensor hardware failure (set ID sensor)/sensor hardware failure (downstream air sensor). Performed set ID admin test, unit passed. Performed dsps calibration/verification tests, unit passed. The customer reported issue was not confirmed. The lever boot is torn and the lcd screen is damaged due to broken screw bosses. Ground connections are braided wire versus insulated wire. The lever boot, lcd screen, and ground wires will be removed and replaced during repair process.